Event description:
A revision surgery was performed due to a fall which caused humeral component loosening.

Manufacturer narrative:
Correction: h6 (device, result, and conclusion) codes. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned for investigation. Since images were provided, the opinion of a medical expert was sought and stated as follows: the images do not show enough of the humeral implant to make an assessment on stem fixation. Only the most proximal part is shown in one CT-slice. The glenoid is situated a bit superiorly compared to our contemporary understanding of glenoid positioning. This was more common 10-15 years ago. Nowadays we would put the implant more inferiorly, as suggested by the blueprint revision plan. The patient had sustained a fall leading to some loss of fixation of the humeral stem, as diagnosed intraoperatively. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a patient related issue (patient condition). The event was most likely attributable to the patient¿s previous fall. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
A revision surgery was performed due to a fall which caused humeral component loosening.